Event description:
It was reported that the insulin pump alarmed motor error, compromised force sensor system and drive support cap was protruded. Troubleshooting was done. Customer's blood glucose was 300 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed compromised force sensor system during basic occlusion test due to protruded and or loose drive support disk. No motor error alarm noted. The motor was tested outside of the device and passed. The device passed displacement test. The occlusion test and excessive no delivery test was not performed due to prime and or fill anomaly. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.